Manufacturer narrative:
Patient-specific information is unknown. No case was reported. Additionally, product-specific information other than the device being an impella 5.5 is unknown, including the implant and explant dates. The relevant fields have been marked as ¿unknown¿ or left blank where applicable. If this or any additional relevant information becomes available, a supplemental report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A surgeon commented at dinner that he thinks there is a risk of aortic valve damage when impella 5.5 is in place for a prolonged time. No case reported, however.

Manufacturer narrative:
An update was identified and completed to assign the unknown product code as ¿unk_pump¿ reflected in d4 (catalog number). Note: other product-specific details remain unknown. In addition, the clinical narrative was corrected, captured to b5 (event description) and complaint coding was revised to more accurately reflect the reported event details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
A surgeon commented at dinner that he thinks there is a risk of aortic valve damage when impella pump is in place for a prolonged time. No specific case information reported, however.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.